Event description:
The user advised that the pump alarmed and displayed "system error" as intended. The system continued to infuse at the programmed rates. There was no pt consequence. No further info was available.